Event description:
A customer in (B)(6) notified biom¿rieux of obtaining a potential false positive result with the product vidas¿ sars-cov-2 igm (ref 423833, batch 1008093230, expiry date 14-may-2021) with a patient sample. The customer reported that they obtained a positive result regarding the test vidas¿ sars-cov-2 igm (result not reported). The test has been repeated with two other methods (maglumi and roche) and both results (not reported) were negative. The result of igg test (method not provided) was negative. Regarding the clinical context of this patient, covid19 test has been done for hospital usual procedure (screening), before being able to perform a surgery. There is no context of contact with infected people, nor clinical signs. The doctor confirmed that the patient doesn't suffer from any auto immune diseases; she was not informed of the patient clinical situation regarding infection such as (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biom¿rieux has initiated an internal investigation. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6)regarding a potential false positive result with the product vidas¿ sars-cov-2 igm (ref 423833, batch (ref 423833, batch 1008093230, expiry date 14-may-2021) with a patient sample. The complaints lab tested three (3) internal samples with a negative target on vidas¿ sars cov-2 igm batch 1008093230 / 210514-0 retain kit. The results were in accordance with the specifications. The lab did not observe any significant evolution over time of the results compared to those obtained before the batch release. The patient's sample was tested on vidas¿ sars cov-2 assays using retain kits. A positive result was observed on vidas¿ sars cov-2 igm (customer's batch 1008093230 / 210514-0), and a negative result was observed on vidas¿ sars-cov-2 igg (batch 1008115880 / 210528-0). The lab reproduced the results obtained by the customer with similar indexes. It was not possible to determine the root cause of the positive result observed on 1008093230 / 210514-0. According to the testing, it was deduced that the issue is not in relation with rheumatoid factor or internal raw material such as rbd protein. According to the instructions for use (IFU), section limits of the test: "interference may be encountered with certain sera containing antibodies directed against components of the test. Therefore the results of this test should be interpreted taking into account the clinical context and possibly the results of other tests." Consequently, there is no reconsideration of the performance of vidas¿ sars cov-2 igm ref. 423833 lot 1008093230 / 210514-0.